Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old female with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while awaiting heart transplant. While on impella support, the patient had purulent drainage coinciding with an increase in white blood cells count indicating a potential infection. The patient was started on antibiotics to treat the noted condition. Furthermore, it also identified that the patient developed a hematoma prompting a temporary halt to heparin administration. Support with the implanted pump was maintained throughout the event.

Manufacturer narrative:
The investigation into the reported infection and access site bleeding has been completed since the original report was filed. The root cause of the infection was not determined. The device is sterilized under validated conditions and there was no evidence to to indicate a break in the sterile barrier or pump contamination. Unknown relation to impella. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information provided.